Event description:
It was reported that an unk mis bur broke during a surgical procedure. No injury or intervention to the pt was reported.

Manufacturer narrative:
The shank of the device was returned for evaluation. The part of the device that was returned was measured against its print and found to be within specification. The root cause of this incident is undetermined to date and remains under investigation.